Event description:
Additional information received from the customer. The phenomenon occurred before a tur-bt (trans urethral resection of bladder tumor) treatment procedure. The procedure was completed successfully with a similar device (same model).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information received from the customer, identified in b3 and b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, faulty cable led to communication failure may have resulted in no image. The cause of the fault could not be identified. By following the instructions below from the instruction manual on faulty cable, may have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm.¿ ¿never excessively pull the camera cable but straighten it gradually when it is coiled.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.¿ ¿never use a clamp or forceps to attach the camera cable to another object.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center, indicating the hd camera head had noisy image. There was no harm or user injury reported due to the event.